Manufacturer narrative:
Method ¿ the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation has been completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, when the button on the aortic cutter of the heartstring iii proximal seal system was pushed, it made a noise, the housing came apart, and the cutter came out further than usual. A new kit was used to complete the procedure. There were no pt effects. The product is returning.